Event description:
It was reported that while using the monitor they had a loss of image (black screen) during a therapeutic colonoscopy with polypectomy. The patient was discharged in the evening with perforation. There was a surgical procedure with resection of 20 cm of colon and colostomy. Reportedly, the perforation occurred during the procedure. The patient was in stable condition at the hospital at the time of follow up.

Manufacturer narrative:
The user facility was contacted to obtain additional information and to check the status of the subject device. The investigation is on going, and this report will be supplemented when new and relevant information becomes available later. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, per the olympus field service inspection, the subject device could operate. The image issue reportedly resulted in a patient adverse event (perforation of the large intestine. Requiring surgical intervention). However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information, that was inadvertently not included in the initial medwatch. Although, the subject device was not returned to olympus for evaluation. An olympus field service representative performed an onsite device inspection. Therefore, d9 and h6 (type of investigation) have been updated accordingly. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.